Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats lobectomy. According to the reporter: surgeon could not close the jaws after the 3rd crunch. When he withdrew the blade, no sealing was done, tearing apart the bronchus. He has to finish the procedure with suturing. The patient is stable now . No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).